Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, oozing occurred while sealing the mesentery of the colon. The tissue was thick and had an inflammatory reaction. The physician tried to seal by fewer layers of tissue, but the amount of steam was less than expected and also thermal spread was not as expected. There was no patient harm, and a new device was used to continue the procedure.

Manufacturer narrative:
Evaluation summary: one sample device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported that during the procedure, bleeding occurred and a re-grasp alarm was activated. The reported condition was not confirmed. The jaws opened and closed normally using the handle. Additional functional testing was performed on porcine kidney tissue. Multiple seals on vessels of various sizes were made. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seals were satisfactory and end tones were heard each time indicating completed cycles. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The IFU also states to keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.